Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found no defects. The functional evaluation found that the device could not generate and control negative pressure and the root cause identified as a defective pump. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances/related events of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during service evaluation the device was not able to control and generate negative pressure. No case involved.